Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown concentration/dose/frequency via an implantable infusion pump for intractable spasticity and post spinal cord injury. It was reported a vibrating sensation was coming from the pump. This occurred in (B)(6) of 2016. An attempt was made to get the location of the vibration sensation, but the reporter could not provide this information. It was noted the patient was not currently experiencing the vibration sensation, and it was unknown when the patient felt the vibration sensation. It was suggested the patient keep a log of when the vibration sensations occur. The patient was to follow-up with his healthcare provider (hcp). It was also reported that the pump was alarming or beeping. The reporter said the patient heard a beep "like when the reservoir is low." The alarm that was heard was consistent with a pump alarm. The alarm was heard on (B)(6) 2016. The patient was again advised to follow-up with his hcp to have the pump checked. The patient experienced spasms, increased tightness and itching. This was considered to be a gradual change in therapy/symptoms. It was noted the issues started the week of the report and were getting worse. Additional information was received that the cause for the alarm was an empty pump. The patient missed his refill appointment. The pump was refilled. It was said the vibration sensation was related to the pump alarm sounding. The issue has been resolved. The patient's medical history and concomitant medications were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.